Event description:
On (B)(6) 2025 through (B)(6) 2025, the user manually paused insulin delivery multiple times, totaling 21 pauses, some lasting 6¿7 hours. During this period, the user administered manual insulin injections to manage blood glucose levels. Device alerts for high and low blood glucose were recorded. The highest recorded blood glucose was 340 mg/dl, with out-of-range levels persisting for approximately 4¿5 hours.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.